Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high out of range pace impedances. The impedances were greater than 3000 ohms in bipolar. The lead was explanted and returned for analysis. An x-ray was performed, but there was no lead damage visible. In addition, the lead was not tested via pacing system analyzer. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted an anomaly in the outer conductor coil approximately 34 cm from the is-1 terminal pin. Close examination revealed a fracture of the outer coil. Additionally, the inner insulation in this region appeared damaged. The damage was consistent with a crushing force. Due to the location and type of damage, it was concluded this lead became fractured due to entrapment in the clavicle/first-rib region. The lead failed resistance testing confirming it was not electrically continuous. An x-ray of the lead confirmed the visualized fracture of the outer coil approximately 34 cm from the is-1 terminal pin. Additionally, a fracture of the inner coil was identified at the is-1 end of the lead. This break in the inner coil may have occurred during helix extension/retraction at the time the lead was explanted. The reported observations of noise and out of range impedance was likely the result of the lead damage observed by the laboratory.